Event description:
During a laparoscopic-assisted distal gastrectomy, the device fired malformed staples. A like device was used and then re-enforced by sutures, to complete the procedure. There was no adverse consequence to the pt.